Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement. Lead exhibited high thresholds during routine follow up. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and very bent stylet returned stuck in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The reported failures dislodgment and high threshold were not confirmed or detected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement. Lead exhibited high thresholds during routine follow up. No additional adverse patient effects reported.